Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d10, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code, health effect ¿ impact codes), h11. Corrected field: h6 (medical device ¿ problem code). The fse reported that they had found the ac power cord ground plug broken off and the assembly (0012-00-1688-21) was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a damaged power cord. There was no patient involved

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra aortic balloon pump (iabp) power chord is damaged,ac power cords ground plug had broken off.there were no patient harm or injury was reported.